Event description:
Information received by medtronic indicated that the insulin pump did not turn on. It was reported that the customer got a blank screen when changing the battery. Troubleshooting was performed and found that there was no damage to the battery cap and contacts. The issue was resolved by inserting a new battery and restarting the pump. No harm requiring medical intervention was reported. The customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.